Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs was unable to get in contact with the pt and will be sending a letter to obtain more clinical info. Reporter called alleging that the test strips fall out of range using the control solution. Because control fell out of range the pt contacted a medical professional for advice and was treated with 5mg of glyburide. No info on whether the pt was tested with the md's meter. Test strips and control solution were not expired. The pt did not have a check strip to check the meter. Reporter was unable/unwilling to verify how the pt had been cleaning the meter. Ccr had the reporter run control solution test twice and they both failed. This case is being reported as a malfunction, since the test strips fell out of range with the control solution.